Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is likely the contacts on the scope were not cleaned adequately. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer, that the evis exera iii video system center showed error code e315 during installation. The customer cleaned the scope contacts and turned off the evis exera iii video system center and evis exera iii xenon light source. The scope was plugged in again and the error code went away, and the issue was resolved.